Event description:
It was reported that the patient experienced a cuff erosion into the urethra with his artificial urinary sphincter (aus) due to traumatic catheterization. The device was explanted at an unknown date. On this date a new aus system was implanted. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.